Manufacturer narrative:
Serial # = na.

Event description:
It was reported that during an unknown procedure, the tissue pad fell off. Unknown if it fell into the patient. Unknown how case was completed. Unknown if there was consequence to the patient.